Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018 the reporter for the patient (daughter) contacted lifescan (lfs) alleging that their onetouch verio flex meter had a power issue ¿does not turn on¿. The complaint was classified based on the customer care advocate (cca) limited documentation as the patient ended the call and was unwilling to answer all questions. The reporter stated that the alleged product issue began on (B)(6) 2018 at 5:00pm. The reporter was unable/unwilling to say how the patient manages their diabetes or if she made any change to her usual diabetes management routine in response to the alleged product issue. The reporter stated that on an unspecified time after the alleged product issue began the patient developed symptoms of ¿back pain and extremely thirsty¿. The reporter stated that the patient received no treatment and no medical intervention was reported. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used and the correct test strips were being used. Based on the information provided, there was no misuse of the product. In addition, cca noted that when they inserted a new test strip or when the patient pressed the power button the meter did not power on. The cca confirmed that the issue was resolved through training as the replacement battery used was incompatible with the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.